Event description:
It was reported that the "pt pulled the PICC line and it broke at the white port section connection to the clear catheter. The actual PICC catheter was still intact."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.